Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty fsr (gold). Unable to perform the occlusion test due to prime anomaly. Pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, belt clip slot, minor scratched display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering properly. The caller reported that the customer was experiencing high blood glucose levels when the reservoir was down to a small amount of insulin. The caller did not have the insulin pump available at the time of the call and was unable to troubleshoot. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.